Event description:
It was reported that during a percutaneous transluminal coronary angioplasty and left heart catheterization procedures, a guide wire detachment occurred. The lesion was located in the moderately tortuous and moderately calcified unspecified left diagonal. Vascular access was obtained through the right femoral artery. The physician was advancing the choice pt plus guide wire using fluoroscopy, however, a piece of the wire "somehow broke off" in the left diagonal and was "free floating." The detached wire did not migrate. The physician used another manufacturer's snare to successfully remove the detached wire fragment. It was noted that the pt did not develop any symptoms during the procedure. It's not known how the procedure was completed. No post-procedure complications were noted and the pt's condition was reported as "fine".